Event description:
Boston scientific received information that noise was observed on this right ventricular lead causing oversensing and pacing inhibition. The boston scientific sales representative had no further information regarding if the patient was symptomatic or if further action would be taken by the physician.

Manufacturer narrative:
As of this report, the system remains implanted. Should additional information become available, this report will be updated.